Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to failure to recharge. As a result, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
Additional information received identified surgical intervention was undertaken on (B)(6) 2018 where the original ipg was explanted and replaced.

Event description:
Further follow-up confirmed therapy was restored. Issue is resolved.